Event description:
The customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for 7 hours. After sterilization the chemical indicator (ci) changed to yellow. The previous and subsequent bi results were negative. The load was released with unknown items and used on a patient before the results were confirmed. There was no infection, injury or harm associated with this issue. This event is reported to the FDA since the load was released and used on a patient(s) before the cyclesure® 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Manufacturer date: 10/13/2014. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. (B)(4). The fmea was reviewed and indicates that the risk priority numbers (rpn) associated for the failure mode is at an acceptable level. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product malfunction code of "load not recalled" was added because the customer did not successfully recall all items in the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since the code is used for medwatch reporting purposes. The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. The media was yellow in the crushed vial. No manufacturing related anomalies observed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. Also, no damage or leakage was observed with the retains after processing. It is unlikely the suspected positive bi was caused by a performance issue as the retains and returned product met functional specification, DHR review found no anomalies that would contribute to a positive bi result, and lot history review found no significant trend in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. Sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bis were negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). A customer letter has been sent addressing the ¿load not recalled¿ issue. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).